Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 27/7/2/100 equalizer¿ occlusion balloon catheter was advanced for an sg interpolation procedure. However, during the first inflation, the balloon immediately ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.